Event description:
It was reported that the user experienced prolonged elevated blood glucose while using the ilet with a teflon infusion set, with a reported blood glucose of 235 mg/dl and repeated infusion set replacements over several days; the user removed an infusion set and referenced lot numbers 35803 or 35566, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, along with shipment of replacement supplies. Investigation included review of user-reported product performance and troubleshooting. Investigation of this case revealed that the cause of the elevated glucose was unclear, with a suspected infusion set or infusion site performance issue not confirmed, and no device alarms to indicate a specific pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.